Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the dome label sticker on the back side of the insulin pump is not available, it was not possible to identify the pump due to the black screen. The customer's blood glucose value was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation device gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm due to a vertical cracked lcd controller and cracked circuitry located below the lcd screen to the right of the lcd controller. Unable to perform functional tests including displacement, sleep current measurement, active current measurement, and self tests due to the display anomaly. The s/n label located between the belt clip rails is present and legible at the time of testing.